Event description:
Initial reporter indicated that the pt had high lead impedance. X-rays were reviewed by manufacturer that showed a gross lead discontinuity. Good faith attempts have been made for add'l details surrounding the event. No further info has been received at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.